Event description:
It was reported that the patient was going to have an MRI scan of her back due to a car wreck she had been involved in, in (B)(6) 2014. It was stated that the patient¿s stimulation was off but they patient hadn¿t known that the stimulation was off. It was stated that the patient had been in pain. It was noted that the pain started having pain on and off after the car wreck. It was stated that the patient did not believe that stimulation had been off the whole time since the car wreck.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).